Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line) on the homechoice (hc) device during the initial drain, while the hp was connected. The hp stated that the patient line had spaces of air in it and was not checked, prior to connecting, to see if it was primed. However, it is unknown if an incomplete prime occurred, as the air spaces were observed after the initial drain began. The technical service representative (tsr) advised the hp to close the clamps, disconnect, cycle the power on the hc device to clear the alarm, and restart therapy with new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.